Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated procedure on (B)(6) 2021. Afterwards, the ipg was unable to communicate with external devices. Troubleshooting was attempted without success. As a result, surgical intervention may occur.